Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis of the device was competed. Visual inspection noted tool marks on the front and back of the device case, and that the antenna molding portion of the header was missing. On x-ray inspection it was determined the device plasma fuse was blown. No communication with the device was able to be established and the device had no tones when a magnet was applied. The device case was opened and internal inspection confirmed a blown plasma fuse, and also, extensive damage to the device hybrid circuitry. No arc marks were observed on the device. However, the device was likely left on during the explant procedure and with the handling and manipulation, noise was sensed and the device attempted to shock. It then shorted between the tool being used to grab the device and the bare antenna wire. That would explain the spark that was seen and the induced high energy electrical overstress damage to the device plasma fuse and hybrid flex circuitry resulting in an extremely high current drain and loss of telemetry. Overall analysis concluded, that the device was confirmed to have induced header damage where the antenna portion was broken off during the explant procedure. The device also sustained induced high energy electrical overstress damage during the explant procedure most likely due to the device being left on. The field allegations noted at the explant procedure were confirmed with analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an upgrade procedure, the surgeon snapped off the rf antenna of this implantable cardioverter defibrillator (ICD) which caused sparks and heating of this device. The field representative reports that visual inspection shows the can was dented up by header, the antenna was snapped off, and there was a bare wire showing and some scorching around the can. The nurse in the procedure, noted that rf telemetry was active and then a loud snap sound was heard, and nurse lost all communication with the device. There were no issues with the patient and no adverse effects. The device was upgraded successfully.

Event description:
Additional information was received from the clinic staff that prior to the upgrade procedure there were no issues with the device. It was noted, that an adequate defibrillation threshold (dft) test safety margin was not able to be obtained and the system needed a lead revision of a competitor's high voltage lead. Therefore, at the time of the procedure, the patient, not only was upgraded to a dual chamber system, but also received a competitor's new high voltage right ventricular (rv) lead. No adverse patient effects were reported.